Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the device was deactivated before the start of the second priming sequence but after completion of first prime.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45680. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 10/3/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to device mfg date changed from unavailable to 4/3/2020.